Event description:
C-cc-CT - contamination; it was reported that there was an unknown brown material observed when customer opened the package. Customer decided not to use this kit. There was no patient complications reported.

Manufacturer narrative:
MDR follow up, results (B) (4)= contamination. Customer report was confirmed. There is what appears to be a brown material inside the tray. The size of brown material is about 1mm x 0.5mm. On 11/17/09, catheter was sent to (B) (4) for further evaluation. On 11/24/09, (B) (4) evaluation confirmed there to be a small brown fiber like material on the bottom of the tray. The material appears to be consistent with cardboard fiber.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Complainant indicated that there was no patient involvement in the reported malfunction.